Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from that during implant of this annuloplasty ring, the ring was explanted and replaced with a 31 mm bioprosthetic valve. The physician determined that because of patient anatomy, the ring would not provide the repair the patient needed. No adverse patient effects were reported.

Manufacturer narrative:
The date MFR rec for the initial report was incorrectly reported as 2017-09-06 and should have been 2017-10-24. If information is provided in the future, a supplemental report will be issued.